Manufacturer narrative:
Additional information indicates that the device is unavailable to be returned for investigation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The failure to advance of the impella cp was most likely related to the patient's condition as the pump could not advance through the patient's calcified artery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was going to be implanted with an impella device for mechanical circulatory support. Pump insertion was not successful due to calcified artery. Despite visually visible artery no introduction possible. Patient did not take any damage. Procedure aborted.